Event description:
Procedure type: sigmoid resection. According to the reporter: half of the staple line formed. A hole at the rectum side was seen. The doctor then hand sew the area to secure the anastomosis. Surgery time was extended thirty mins as a result.

Manufacturer narrative:
Initial report sent: 08/20/2008.